Event description:
Revision surgery to remove the inferior disc replacement device of a two level cervical arthroplasty treatment due to a migrated implant and replaced with fusion. Issue was discovered at 4 month post-op follow up x-ray. Ref# MFR 3004788213-2014-00007.